Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the procedure was to treat a heavily calcified lesion in the cx artery. Pre-dilation was performed and a xience v stent was implanted. Then the powersail was used for post-dilatation, but when inflater to rated burst pressure (rbp) the balloon ruptured. The catheter was removed from the patient without issue. There were no pt effects. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering has reviewed case description. Factors that may contribute to a balloon rupture may include, but not limited to, manufacturing, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation or insufficient preparation prior to use. The pt anatomy was described as heavily calcified, which could have contributed to the reported difficulties. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of reported discrepancy.